Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that unspecified bd¿ intima-ii catheter tubing clamp was loose. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, after the patient completed the postoperative indwelling needle infusion in our hospital, the medical staff found that the clamp was not tightly clipped, it was easy to return the blood, and the needle was blocked, so they updated the flushing tube and re-punctured it. The event resulted in emotional dissatisfaction of the patient without other adverse effects.